Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/24/2016 with the following findings: during investigation, the pump powered on to a fully illuminated and clear display screen. Unrelated to the original complaint, the ¿ok¿ button was unresponsive upon start up. There was evidence of moisture ingress on the display screen inside the pump. The pump¿s cover was removed and further moisture ingress was found to the display screen and to the keypad flex/connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction may lead to inability to use the pump.